Event description:
It was reported that the recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low and high shock out-of-range impedance measurements. The plan is continuing to be monitored. At this time, this s-ICD remains in service and no adverse patient effects were reported.